Event description:
Pharmacist reported a customer received results of 202 mg/dl and 457 mg/dl within 1 minute on the aviva system. No adverse event reported. Pharmacist was unable to provide the customer's information or the product lot and expiration date. No product will be returned, as it was not left with the pharmacist.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product will not be returned.